Event description:
Reporter alleged obtaining discrepant blood glucose results one month ago of 250 mg/dl versus 125 mg/dl performed within one minute of each other on the aviva system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.